Event description:
It was reported that shaft break occurred. A 3.75mm x 12mm nc emerge balloon catheter was seleted for use; however, it was noted that the balloon delivery shaft, near the hub was fractured. The procedure was completed with another of the same device.no patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 3.75mm x 12mm nc emerge balloon catheter was selected for use; however, it was noted that the balloon delivery shaft, near the hub was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.